Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: this event was initially reported in medwatch 2017233-2007-00164; however, the incorrect device and incorrect manufacturing site was documented.

Event description:
In 2005, this pt was implanted with a gore excluder aaa endoprosthesis. Following placement of the trunk-ipsilateral leg component, it was noted that the pt's left hypogastric artery was unintentionally covered. As documented, the device was approx 10 mm too long in length. An attempt was made to push the device proximally, however this was unsuccessful.